Event description:
A "6.5mm bio-corkscrew anchor was placed but the head broke off due to density of pt's bone". Part was not retrieved. A 5.0mm implant was used to complete procedure. This device is used for treatment.